Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, after catheter insertion into left atrium, it was noted that guidewire would no longer move within the catheter. It was not stuck between the tissue and the device. The catheter was replaced, and procedure was completed with no patient complications. The device was returned for analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientifics post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the catheter returned with a guidewire inserted. An attempt to withdraw the guidewire was made and was successful. A new guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of device problem excluded. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, after catheter insertion into left atrium, it was noted that guidewire would no longer move within the catheter. It was not stuck between the tissue and the device. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned for analysis.